Event description:
Serious injury: chamber collapse. Malfunction: cancelled case. The facility clinical coordinator reported the chamber collapsed. The surgeon had to cancel the case. Additional info received from the surgeon stated the eye went soft. No further info has been received on the pt status.

Manufacturer narrative:
The company service rep examined the system with no problems found. The software was updated. Preventative maintenance was performed. The handpieces were tested. The system was then tested and met all product specifications. (B) (4) surgical procedure, delayed. (B) (4).